Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the pediatric patient uses tandem tslim in modified closed loop. The mother mentioned that they received a high alert at 5:40 am (cgm not documented). After that, there was no reading displayed on either dexcom app nor pump. Then 20 minutes later, the patient had a seizure. During that time, both dexcom app and pump were still not displaying reading. Just 3 little dash lines on the pump. The g7 was ripped off when seizure happened. The mother mentioned that she was not able to do a finger prick when the seizure happened. She did it after the seizure, and the bg value was 51 mg/dl while no information on cgm since g7 was already ripped off. They gave the patient baqsimi. When the paramedics arrived, they did a finger prick and the bg value was already 120 mg/dl. No medication given by the paramedics. During the call the patient was fine and sleepy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.